Manufacturer narrative:
A visual and functional inspection was performed by the stryker field service representative. It was found that the alleged issue of brakes not engaging could not be duplicated and the brakes had normal operation. No other defects were reported.

Event description:
It was reported via repair work order that the brakes were not able to engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not able to engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.